Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) implanted with this right atrial (ra) lead declared a red alert due to ventricular tachycardia therapy programmed to a value other than monitor + therapy. Additional information was received that tachycardia therapy was switched off intentionally for safety reasons due to a suspected ra and implanted right ventricular (rv) lead fracture. Fracture was suspected due to different than expected lead measurements. Further investigation was performed; however, unsuccessful. Evidence suggests that this ra lead remains in service. No adverse patient effects were reported.